Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported error message: speaker fault. The alarms don't ring. The device was not in use on a patient.